Manufacturer narrative:
Concomitant product(s): product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).

Event description:
A consumer reported that they were going to have their implantable neurostimulator replaced due to the age of the implant. There were no patient symptoms associated with this event. The indication for use was chronic low back pain. Should additional information be received, a follow up report will be sent out.